Manufacturer narrative:
Investigation in-progress.

Event description:
Customer complaint no. (B)(4). Customer reported that while using the syringe to draw medication, it suddenly became impossible to push forward or pull back. The same issue occurred consecutively with two 10cc syringes.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.